Manufacturer narrative:
Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case reservoir tube window corners, cracked reservoir tube, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that they had cracked battery compartment and a big piece missing from the reservoir compartment. Customer¿s blood glucose was 151mg/dl at time of incident. Customer advised to discontinue use of insulin pump and refer to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.